Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the stent (subject device) did not open on the proximal end after deployment. The physician used snare devices to retrieve the subject stent out of the patient's anatomy. After several attempts, the physician was able to snare the device and move it proximally to a less concerning location in the vasculature. The subject stent couldn't be retrieved entirely from the patient's vasculatures as it got stuck in a turn. A stent was deployed across the unopened subject stent to prevent it from free-floating in the patient's anatomy and push it to the less concerning location in the vasculature. Additional medication was administered to the patient due to this event. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided indicates the stent did not open on the proximal end after deployment. It was not removed from the patient after several attempts using a 4mm snare device along with a 6mm stent retriever device, but was left in the internal carotid artery due to getting stuck in a turn, and was tacked down with a stent. The patient is in good condition with no deficits. The patient was loaded with brelinta the morning of the procedure and was also taking aspirin. Prus were taken prior to the procedure. The patient was put on an overnight heparin drip after the procedure. The overnight heparin drip was not originally planned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported ¿stent failed/unable to open¿ and "un-retrieved device fragments".

Event description:
It was reported that during the procedure, the stent (subject device) did not open on the proximal end after deployment. The physician used snare devices to retrieve the subject stent out of the patient's anatomy. After several attempts, the physician was able to snare the device and move it proximally to a less concerning location in the vasculature. The subject stent couldn't be retrieved entirely from the patient's vasculatures as it got stuck in a turn. A stent was deployed across the unopened subject stent to prevent it from free-floating in the patient's anatomy and push it to the less concerning location in the vasculature. Additional medication was administered to the patient due to this event. No clinical consequences were reported to the patient due to this event.